Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a review of daily measurements indicated impedances greater than 2500 ohms on the right ventricular lead. However, the lead impedance measurement was 400 ohms at a recent check. The pacemaker and rv lead exhibited noise that was ventricular and inappropriately stored ventricular tachycardia episodes. Boston scientific technical services (ts) was consulted and suggested trying to reproduce the noise and enabling the lead safety switch feature. Additional information was received that over 10 years later during a routine device interrogation three outlier impedance measurements were noted. One measurement in the 1300 ohms range, one in the 1500 ohm range and one greater than 2000 ohms. The pacemaker reached elective replacement time (ert) so a revision procedure was performed. During the generator replacement the physician decided to replace the rv lead due to the high impedance measurements. The check prior to the procedure revealed impedances between 400 and 700 ohms. The rv lead was surgically abandoned and pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the physician suspected a fracture of the right ventricular (rv) lead was causing the out of range impedance measurements. It was noted that the fracture was not confirmed.